Event description:
Reporter stated that blood glucose tests were performed on unspecified number of neonates, using the performa system, with values of 10 - 30 mg/dl. Additional samples were obtained from the same neonates and, when tested within minutes on a laboratory instrument, reportedly, measured between 40 - 60 mg/dl. Based on the unexpectedly low values obtained on the performa system, an unspecified number of neonates were reportedly transferred to the intensive care unit and were treated with a glucose drink. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B) (6).